Event description:
It was initially reported that the zimmer dermatome was broken. Additional clinical follow up with the hospital indicated that the unit was not harvesting an even graft, some areas were thicker than others and the device appeared to be jumping over the skin. It was also reported that the harvested tissue was usable and no additional donor site was harvested. There was no report of increased surgical time or medical/surgical intervention. This medwatch is being submitted as an adverse event as the reported indicated that the healing time may have increased due to deeper areas of harvested tissue and thicker areas of grafted tissue even though no medical or surgical intervention was reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 23 years old and was last returned to the manufacturer for repair on 03/19/1993. Upon arrival; the device displayed damage to the control bar, leading edge and the slide rail. The reciprocating arm had significant wear and damage and the 2" and 4" width plates were damaged. Prior to repair, device was outside of calibration specifications at all thickness settings. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.